Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible inappropriate therapy caused by the cardiac resynchronization therapy defibrillator (crt-d) detecting supra ventricular tachycardia (svt) and atrial tachycardia/atrial fibrillation (at/af) episodes that was classified as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.